Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 6/3/15: pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicate the doi of (B)(6) 2004 is a revision from a previous hip replacement in 1990. An srom stem/sleeve was placed in 1990 and unknown acetabular component. The patient was revised for cup loosening and osteolysis. If we receive more information that indicates the cup/liner were depuy products we will update as needed. During placement of the new cup on (B)(6) 2004, a crack occurred during reaming. The patient was then revised on (B)(6) 2012 for acetabular bone loss and a cage was placed for additional fixation. The cup placed on (B)(6) 2004 was removed, but there was no mention of loosening. The unknown reamer is being reported for the crack. No labs were provided for the alleged high metal ions, so the srom stem from 1990 is being reported for the alleged high metal ions. Update ad 06 jul 2018: receipt of ppf and sticker sheets record. In addition to previous allegations, ppf alleges fracture (bone), metallosis. Added unknown hip implant due to alleged fracture (bone).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.